Event description:
Painful hip - ion levels raised therefore revised.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, notification was received that: the head was visually inspected as per customer complaint response (B)(4). This will be further investigated as part of CAPA-(B)(4) investigation plan (B)(4). However, the part will not be cut immediately until a specific protocol has been agreed. Given this is a one off part it is unlikely that the additional work will provide a root cause of failure for this specific complaint (B)(4). The complaint shall be closed with an indetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Addendum added (B)(4) 2012. Conclusion and justification status: following further investigation by bioengineering, notification was received that: root cause: undeterminable. Pain has many causes. It is not possible to say whether the pain was due to the implant are not given the limited information. Some taper corrosion was identified. This is to be expected from the literature as taper corrosion is reported for a wide range of products from various manufactures. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A previous review of the device history records for the metal liner, hole eliminator, and metal head provided lot code did not reveal any related manufacturing deviations or anomalies. A worldwide complaint database search found no other reported incident(s) against the remaining provided product/lot combination(s) since release for distribution. A worldwide complaint database search was not possible for the unknown product and lot combination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.